Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the device was returned in its original packaging with the batch number of the complaint on the label. The t1 had been cut from the suture and was not returned. The t2 and suture were returned on the needle. The variable depth straw has been trimmed. A functional evaluation was performed on the returned device and found that t2 deployed and implanted as intended. An assessment of material characteristics could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the material specifications found that the storage requirements are specified, and a material certificate of analysis is required. The root causes could not be determined since the reported malfunctions could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix´s implant was not successfully secure, leading to a breakage of the implant. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).